Event description:
The patient was implanted with a left ventricular assist device. It was reported that overnight, the patient had experienced red heart (low flow and pump off) alarms. The patient was asymptomatic. The system controller was exchanged and the patient changed to battery power with no subsequent alarms. The following day, the manufacturer's technical services performed a driveline evaluation. X-rays viewed reflected a shielding breakdown at the pump end bend relief. External manipulation of the driveline, while connected to the patient cable, did not produce any alarms. A continuity test was performed which did not reveal any broken wires. The patient was scheduled to receive gastric sleeve surgery for heart transplant compliance, so it was decided to not perform the external repair. The patient was given a modified power module patient cable. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). The patient remains on lvad support with an ungrounded power module patient cable with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support at this time. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.